Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having frequent charging of the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having frequent charging of the ipg. The patient underwent an explant procedure.